Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was suspected that the lead had fractured. A stored atrial tachy response (atr) episode was reviewed which showed noise. It was reported that patient had experienced intermittent chest pain which may have been due to loss of atrioventricular synchrony. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned in two segments, severed approximately 6 centimeters (cm) from the terminal pin. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found damaged likely induced by the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was suspected that the lead had fractured. A stored atrial tachy response (atr) episode was reviewed which showed noise. It was reported that patient had experienced intermittent chest pain which may have been due to loss of atrioventricular synchrony. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.